Manufacturer narrative:
On 30-nov-2021, it was found that the incorrect procedure type was reported on the initial report. Manufacturer's reference number: (B)(4). The procedure type was reported as breast reconstruction on the initial report. However, the correct procedure type is revision breast reconstruction.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, anisomastia . Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast reconstruction with a 225cc mentor memorygel breast implant (left) and a 440cc mentor memoryshape breast implant (right) experienced bilateral cutaneous contour deformity and right-sided anisomastia postoperatively. Right-sided cutaneous contour deformity was observed on (B)(6) 2018 , and the patient underwent a surgical intervention (fat grafting) for the right breast on (B)(6) 2018. On (B)(6) 2018, the patient experienced bilateral cutaneous contour deformity, and the patient underwent bilateral surgical intervention (fat grafting) on (B)(6) 2018. On (B)(6) 2019 , the patient experienced right-sided anisomastia. As a result, the patient underwent unilateral removal and replacement with a 650cc mentor memorygel breast implant (catalog #: shpx650, right serial #: (B)(4) ) on (B)(6) 2019. The patient dob was estimated as (B)(6) based on available information. This report is for the right-sided prosthesis.